Manufacturer narrative:
Date sent to the FDA: 05/17/2021 additional information: h6 additional h6 component code: g07002 ¿ conforming device batch manufacturing records of vp2347/t9083 was reviewed for any process deviation but no deviation was observed additional h-3 summary: complaint sample not received for investigation. 05 units of retain samples of incident code vp2347 and lot t9083 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures / needles were found intact. The sutures were physically inspected for attribute defects like kinks, weak spots, broken piece, knot, fraying, brittleness, detached needles but no such defects were observed. All 05 units of retain samples were visually inspected for attribute defects like weak spots, colorlessness, roughness, fractured, frayed, scraped, severed, and/or notched suture but no defects were observed. All retain samples were also checked for loose or open braid/twist, uneven coating and/or thick coating, broomed end/tail, core protrusion but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. Physical visual verification and all the individual as well as average knot pull tensile strength values were found to meet the requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 05/17/2021 corrected information: d7a, g2 corrected h-6 medical device problem codes: a0401 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected note: events were submitted via 2210968-2021-03497 and 2210968-2021-03498

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm the quantity of sutures that broke during this single procedure (abdominal surgery) being reported? How many devices broke for lot t9036 and how many for lot t9083? What was being done when the sutures broke (e.g. Removal from package, during passage through tissue, during tying, post-op, etc.)? Could you please provide more information about how the needle quality is poor? Did the needle broke? Which product was affected by the needle quality issue? Lot t9036 or lot t9083? Could you please provide more information about the manufacturing defect noticed in a suture? Was an appearance defect or a defect that impacted the performance of the device? Which product was affected by the manufacturing defect? Lot t9036 or lot t9083? Procedure name? Were there any patient consequences? Device return status/follow up? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Events reported via: mwr-29032021-0000926761 and mwr-29032021-0000926762.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the suture tensile strength is very poor and it breaks with slight stretch. No adverse patient consequences were reported. Additional information was requested.